Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited oversensing and pacing inhibition. The pacing inhibition was reproducible when the patient took a deep breath. It was indicated a revision procedure would be performed. The device and rv lead were successfully replaced. No additional adverse patient effects were reported.